Manufacturer narrative:
Failure analysis revealed that no button error alarm noted. However, the insulin pump had intermittent button response due to moisture damage on the keypad trace. Minor scratched lcd window, cracked display window corners, broken belt clip slot, and cracked reservoir tube lip.

Event description:
It was reported by the customer that their insulin pump alarmed button error. Customer stated the device was dropped into a toilet. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 116 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.